Manufacturer narrative:
The need to revise the non-invasive extendible prosthesis in a growing child is a well recognized and anticipated failure mode of the device. The device reached its maximum growth length, and thus required replacement to meet the needs of the growing child.

Manufacturer narrative:
The patient had a stanmore non-invasive extendible proximal femur replacement which was implanted in (B)(6) 2007 following her diagnosis with ewing's sarcoma of the left femur. The exact cause of the event could not be determined because insufficient information was provided. It should be noted that the need to revise the non-invasive extendible prosthesis in a growing child is a well-recognised and anticipated failure mode of the device. The device reached its maximum growth length, and thus required replacement to meet the needs of the growing child. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data - proximal femur extendible implant corrected to limb salvage system. Operator of device corrected from health professional ro patient.

Event description:
The patient underwent a surgical procedure as part of the treatment for ewing's sarcoma and received a custom stanmore implant, non invasive extendible proximal femoral replacement in (B)(6) 2007. In 2012, the patient's overall condition was good, however the prosthesis was reported to have reached its full growth capacity. Additionally, the patient was reported to have a 2cm leg length discrepancy, and was reported to be still growing i.e., she had not yet reached skeletal maturity. Therefore a revision growing prosthesis was requested and provided upon receipt of the compassionate device approval dated (B)(6) 2012. The surgical procedure was scheduled for (B)(6) 2012. This is a supplemental report to 3004105610-2014-00005 ((B)(4)).

Event description:
The patient underwent a surgical procedure as part of the treatment for ewing's sarcoma and received a custom stanmore implant, noninvasive extendible proximal femoral replacement in (B)(6) 2007. In 2012, the patient's overall condition was good, however, the prosthesis was reported to have reached its full growth capacity. Additionally, the patient was reported to have a 2cm leg length discrepancy, and was reported to be still growing i.e., she had not yet reached skeletal maturity. Therefore, a revision growing prosthesis was requested and provided upon receipt of the compassionate device approval dated (B)(6) 2012. The surgical procedure was scheduled for (B)(6), 2012.